Manufacturer narrative:
(B)(4): the lower shaft is cracked on one side at the center of the jaw pivot pin. The pivot pin is missing and not returned for analysis. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the intrapituitary was broken during use. No pt complications were reported.